Event description:
It was reported by a non-medical professional that on the patient underwent a procedure for l3-s1 fusion where rhbmp-2 was placed at multiple levels with autograft, allograft, and interbody cages via a posterior/posterolateral approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, on (B)(6) 2004, patient underwent procedure for lumbar spine fusion in which rhbmp-2/acs was used. Per operative notes: "the anterior aspect of the intervertebral disk space was packed with cancellous bone graft which consisted of autograft and allograft and rhbmp-2. This was done at both levels, l4-5 and l3-4 with no complications and no injury to the nerve root. The size was chosen, the cage was packed with cancellous bone graft and rhbmp-2. Mild dural retraction was applied while the cage was tapped into the intervertebral disk space under direct visualization. The posterolateral fusion was facilitated by decorticating the transverse process, pars and facet joint areas of l3 through s1. This included the sacral ala. This area was then packed with a cancellous allograft combined with rhbmp-2. This was packed in the gutter bilaterally. Cancellous allograft was morselized on the back table and this was used to pack the intervertebral disk space at l3-4 and l4-5 and to pack the posterolateral gutter from l3 through s1. Rhbmp-2 was mixed with this solution also. No complications were reported."